Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 180. H6: conclusions code was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported event of the screw would not disengage from encode healing abutment was confirmed. The reported event was confirmed following visual evaluation and functional testing. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that abutment screw was defective in encode abutment teha4505 and would not come out during final restoration. Attempted w/kit but unable - had to replace. Tsvtwb11 implant had to be removed. Tooth location #18.